Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports power cord was damaged. Upon inspection the power cord was found to have damaged insulation with exposed copper and appeared to have arced against something. The internal copper wiring was damaged and slightly melted.

Manufacturer narrative:
One kendall scd 700 sequential compression system was received for failure analysis with reported condition of "damaged power cord." The reported symptom was verified. A section approximately 3/4 of an inch of the outer insulation was damaged, exposing the internal wiring. Internal black wire had exposed copper and appeared to have arced against something. The internal copper wiring was damaged and slightly melted and black marks were observed on the outer insulation. Power cord was removed and retained. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.